Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter collapsed on itself while moving around at night. The liberator representative stated that some suction was developed. Per customer via phone on (B)(6) 2021 the patient experienced sore and irritation on the penis during the catheter removal. The customer noted that the adhesive was too strong and had to use a warm wash cloth to soften the glue and remove the catheter. No medical intervention was reported. The customer stated that the patient has sensitive skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter collapsed on itself while moving around at night. The liberator representative stated that some suction was developed. Per customer via phone on 17mar2021 the patient experienced sore and irritation on the penis during the catheter removal. The customer noted that the adhesive was too strong and had to use a warm wash cloth to soften the glue and remove the catheter. No medical intervention was reported. The customer stated that the patient has sensitive skin.